Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the keypad button contacts. Evaluation also revealed a discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that there was evidence of contamination found under the keypad button contacts when the keypad cover was removed. The keypad buttons responded appropriately. Evaluation also revealed that the display screen was discolored. Unrelated to this issue, evaluation revealed that the keypad cover was peeling from the pump. (B)(6).